Event description:
Pt underwent right total knee arthroplasty in june of 95. Subsequent to this pt had staphylococcus infection which was treated with open synovectomy & debridement. Three courses of rocephrin everytime after getting off 6 week course of intravenous antibiotics, pain & swelling recur in knee. X-ray indicated femoral loosening. Subsequent reimplantation after 6 weeks of intravenous antibiotics.